Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening damage and delamination in the diagram valve disk shell assessed as to adhesive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ calcification: no observed calcification in the surface of the device. Additional observations: ¿ crease fold observed in the surface. ¿ white particles observed in the device.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported ¿contracture had occurred due to implant deflation" and ¿calcified patch made reading brand and size difficult". Healthcare professional later confirmed capsular contracture, baker grade I. Device has been explanted.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported ¿contracture had occurred due to implant deflation" and ¿calcified patch made reading brand and size difficult". Device has been explanted.